Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the aging degradation due to the use beyond the useful life, or the failure of the camera cable due to the unexpected stress being applied to the camera cable by the user handling.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during maintenance at the facility, the endoscopic image flickered when the camera cable of the subject device was moved. The service department of olympus (B)(4) checked the subject device and found that the followings. The condition of the external of the subject device was good and passed leakage test. The condition of the internal of the subject device was good. The reported phenomenon was duplicated with the subject device due to the failure of the camera cable near the camera head. The reported phenomenon was not duplicated with a known good cable. There was no sign an inappropriate handling. There was no report of patient injury associated with this event.